Event description:
Event description: it was reported after an isolated splenic vein thrombosis case, a pericardial effusion was noticed.the physician noticed there was a slight drop in blood pressure. The pericardial effusion was confirmed by intracardiac echocardiography. The physician performed pericardiocentesis and 900 ml of fluid in total was removed. The patient was reported to be in stable condition and transferred to the intensive care unit. The patient is currently being monitored. The catheters were discarded and not available for return. The caller could not provide the lot number of the catheters. The caller did not provide any other information. See (B)(4) for sterilemed documentation of complaint. What type of injury? A pericardial effusion. What led to the discovery of the event? Drop in the blood pressure. How was it confirmed? (Example: x-ray, ultrasound, etc.) Confirmed by ice. Was there medical intervention provided to the patient? Pericardiocentesis and 900 ml in total were removed. Last known patient status. Stable and transferred to ICU (under observation) what type of case? Isvt part of a clinical study? No which therapeutic/diagnostic bwi product was in use? Optrell catheter; soundstar catheter (in the body) farawav catheter. Is it available for return? No (ask for the system serial# and/or catalog# & lot#) r10439011 & d140901 (unknown sn) what type of generator did they use during the procedure? Farapulse what is the serial number for the generator used? (If bwi) carto 3 system? (B)(6). Did the physician mention what they thought caused the injury? ¿not sure¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).